Event description:
At revision surgery, baseplate was found to be broken posterior-medially, and insert was disengaged and free floating, copious osteolysis was present requiring revision of all components.